Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient expired on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 and the pump was not returned for evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.